Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited an unspecified anomaly. The ICD was explanted and replaced. The patient condition was unknown.